Event description:
It was reported that a spectrum pump experienced no infusion: 0.9% nacl IV fluid bag was not emptying, however the pump was running at 999ml/hr but it was not pulling any fluid from the bag. The fluid bag had been restarted and none of it had infused into the patient. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).